Event description:
A caller reported a malfunction on their tandem pump with code malf 12, indicating a problem requiring attention. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller by providing pump reset information.